Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Multiple requests for further info have been made. Allergan has received no response from the authors. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, infection, migration, obstruction, nausea, vomit, abdominal pain, fever tachycardia, abdominal distention, and pouch dilation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: "caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion."

Event description:
Erosion, infection, migration, obstruction, nausea, abdominal pain, fever, vomit, tachycardia, abdominal distention, and pouch dilation within one pt from journal article, "gastric band erosion, infection and migration causing jejunal obstruction", bmj case reports, (2013) vol 2013. Electronic publication: 2013-01-17. Published online. Manufacturer of device is unk. It is allergan's approach to compliance to resolve all double in favor of reporting.